Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net episodes with of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. A review of the transmission the episodes were the result of post-paced t wave oversensing. Programming changes were made. The patient was stable.